Manufacturer narrative:
On 6/14/2019, mentor became aware that the patient code device removal unintentionally omitted from initial report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/27/2019, additional information received indicated that the left implant had issue with capsular contracture, and right had ruptured. Therefore the patient code wound infection was removed and ruptured was added to the right side. Patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3341259, serial number (B)(4), and right replaced with catalog number 3341259, serial number (B)(4). This report is for the right side. Right suspect device received on 7/8/2019. Device evaluation completed on 7/12/2019: during evaluation of the sample the gel contained inside of the implant was fragmented without compromised the shell integrity.  Leak testing was performed and no leak sites were detected. No other anomalies were discovered. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation revision with mentor memoryshape, 395cc silicone breast implants which the physician reported that the patient had been draining out of bilateral breast implants severely, had dp drains placed and high fever that is resulting in an emergency surgery today (B)(6) 2019. This report is for the right side.